Event description:
Follow up revealed that the patient underwent surgery on (B)(6) 2017 to have their ipg replaced. Reportedly, effective therapy was restored post operatively.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history

Event description:
It was reported that the patient was unable to connect his ipg with the clinician programmer or patient controller . Reportedly, the patient experienced a loss in stimulation following an unrelated surgery. Reportedly, surgical intervention may be pending to address this issue.